Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, at around 9:00 pm, the cgm displayed 140 mg/dl, but no fingerstick blood glucose (fsbg) was obtained at that time. The patient experienced sweating, severe shaking, and a tingling sensation in their hands and feet. The patient did not make any treatment decision at this time. The patient decided to drive themself to the emergency department (ed), while on the way he developed nausea with an episode of vomiting. At the ed, his fsbg reading was 71 mg/dl, followed by a repeat fsbg reported to be lower than 71 mg/dl (exact value not recalled). No corresponding cgm value was documented at that time. The patient received intravenous (IV) fluids and underwent a CT scan due to a headache; results were not recalled. The patient was discharged on (B)(6) 2026 at approximately 10:00 am, still reporting symptoms, and was prescribed zofran 8 mg to be taken every 8 hours for nausea and vomiting. No additional details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.